Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as a result of exhibiting an inappropriate shock with no therapy exhaustion and oversensing. Subsequently, a transvenous implantable cardioverter defibrillator (ICD) was implanted. The s-ICD device and electrode were explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.